Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the (B)(4) units of this code-batch. There are no units in our stock. We have received ten closed sample for analysis. The needles of the samples received have been tested for bending strength and the result fulfills product specifications: 20.02 nxcm in minimum (minimum bending strength specification for this needle: > 18 nxcm). As stated in the instructions for use of the product, care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to 1/2 of the distance from the fibre attachment end to the needle point, never at the end where the fibre is attached or the needle point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle bending strength result during production control of one of the needle raw material batches used in this product was 20.35 nxcm in minimum and fulfilled specifications. Conclusion root cause analysis: it has not been possible to determine the root cause as samples received meet the product specifications. Final conclusion: although the results of the samples received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The client reported needle breaking during surgery no further information has been received.